Manufacturer narrative:
Visual and functional inspections were performed on the returned sds and the reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot and relabeled lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot or relabeled lot. The device was visually inspected and prepped prior to use without any damages, leak or ruptures noted, which would suggest that the device was not damaged prior to use. The investigation determined the reported balloon rupture appears to be related to operational circumstances of the procedure. In this case, it is likely that during advancement and/or during stent deployment the balloon became compromised against other devices used or the stent strut resulting in the reported/noted balloon pinhole rupture in the distal balloon shoulder. Additionally, the treatment appears to be related to the operational context of the procedure as a non-abbott device was used to fully open the stent, then fully deployed the stent with an nc balloon. The noted bends on the hypotube and the stretched guide wire exit notch likely occurred during packing for return analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Na.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a non-calcified, non-tortuous left anterior descending artery. The 2.50x38mm xience sierra stent delivery system was prepared and advanced without issue. During inflation, the balloon ruptured at 4atm. The physician realized that the proximal end of the stent had partially opened so he advanced a 1.5 non-abbott balloon to fully open the stent then went back in with an nc balloon to fully deploy. There was no adverse patient sequela reported. No additional information was provided.